Manufacturer narrative:
The reported event of failure to capture was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with failure to capture on the right ventricular lead. The physician explanted and replaced the lead. The patient was in stable condition.